Manufacturer narrative:
The date received by manufacturer has been used for this field. Returned to manufacturer on: unknown. The date of the investigation has been used for this field. (B)(6). Bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for (B)(4) with the incident lot was observed.

Event description:
It was reported that bd sedi-40 "sedi 40-361546-centrifugation of 50%"